Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an auto off alarm. The customer's blood glucose was 125 mg/dl at the time of incident. The customer's blood glucose was 243 mg/dl at the end of call. The customer stated that the insulin pump would vibrate every time they pressed a button. The customer stated that the insulin pump was vibrating for every 20 minutes. The customer performed self test. The customer stated that the insulin pump vibrated during vibrate test. The customer was also advised to use back-up plan. The insulin pump will not be returned for analysis.